Event description:
It was reported that during a limb salvage procedure, a wire separation occurred. The area of treatment was the calcified and moderately tortuous takeoff of the anterior tibia. Following placement of the platinum plus guide wire, the other MFR's balloon was initially inflated in the ankle to mid-calf and then deflated. Then the balloon was again inflated in the mid-calf to knee section. Both deflations took "a long time". During removal of the balloon, the physician encountered resistance. He pulled negative on the balloon; however, resistance was still encountered. Both the physician and the tech pulled on the balloon, and the outer catheter detached from the balloon. A .014 guide wire was inserted to assist with the retrieval of the balloon fragment however, it could only get to the proximal fragment. A small coronary balloon was then advanced beyond the fragment and inflated in an attempt to drag the balloon back up the tibia, however, that attempt failed. The physician then grabbed the inner lumen of the balloon catheter and tried to remove it with the platinum plus guide wire. However, due to the great force used the inner lumen separated from the balloon itself and came out with the wire which was sheared off against the tip of the balloon. Angiography revealed that the tip of the platinum plus guide wire remained in the pt, distal to the balloon fragment. All other attempts to remove the balloon and wire tip failed. As the pt had collateral blood flow providing blood distally, the procedure was then ended. Pt status was reported as 'fine'. The platinum plus guide wire had remained in the pt for 90 minutes during the procedure and attempts to retrieve the balloon and fragment. The platinum plus guide wire had also been noted to have coiled during the many attempts at removing the balloon and fragment. Approx 2cm of the wire remains in the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.